Event description:
During servicing, an fse discovered that some of the keys on the front bezel of the device did not work. There was no pt involvement.

Manufacturer narrative:
(B)(4): during servicing, an fse discovered that some of the keys on the front bezel of the device did not work. This was discovered during servicing; there was no pt involvement. The fse localized the cause of the issue to the control pca. The control pca was replaced to resolve the issue. The device then passed all testing. No further communication was requested and none is warranted.